Event description:
Customer reported via phone, the tubing of the infusion set was caught on a door and the site pulled out. He fell asleep on the couch and six hours later he woke up with high blood glucose. He was also hospitalized for about nine days. Blood glucose at time of the hospitalization was over 1000 mg/dl. Symptoms were nausea and vomiting. Customer wasn't wearing the device prior to the hospital; he was off three days prior to the hospitalization. Customer mentioned he was hiv positive. Customer is not returning the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.